Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the bellows set, incl rod and fitting (rohs) was cracked. The fsr replaced the part which resolved the issue. The module function was verified with a control run. The instrument service history review for (B)(6) revealed no subsequent issues have been reported related to falsely decreased magnesium and creatinine results after the service intervention. A review of tracking did not identify any trends for the bellows set, incl rod and fitting (rohs). A review of tracking and trending of the architect c8000 did not identify any trends related to the current issue. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting the customer¿s issue involving the erratic results. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module, serial (B)(6), or the bellows set, incl rod & fitting (rohs) was identified.

Event description:
The customer observed falsely decreased magnesium (mg) and creatinine results generated on the architect c8000 processing module for patient samples that were reported out of the lab. The following data was provided: magnesium (mg) sample ID (B)(6) initial result = <0.25 mmol/l, repeat result = 0.69 mmol/l (customer¿s reference range 0.65 - 1.45 mmol/l). Creatinine sample ID (B)(6) initial result = <9.00 umol/l, repeat result = 251.49 umol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Complete entry section e1 - phone number =(B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased magnesium (mg) and creatinine results generated on the architect c8000 processing module for patient samples that were reported out of the lab. The following data was provided: magnesium (mg) sample ID (B)(6) initial result = 0.25 mmol/l, repeat result = 0.69 mmol/l. (Customer¿s reference range 0.65 - 1.45 mmol/l) creatinine sample ID (B)(6) initial result = 9.00 umol/l, repeat result = 251.49 umol/l. No impact to patient management was reported.